Event description:
A consumer reported that 15 month following intraocular lens (iol) implant surgery, his vision is "still bad", he sees halos, and this affects his night driving. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other similar complaint reported in the lot number. Add'l info was requested on 03/01/2012 and 03/14/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).